Event description:
Bone void filler granules were used to repair a right ankle arthrodesis in 12/95. Subsequently, the pt evidenced an infection. In 5/96, the site was debrided and a portion of the graft material and surrounding tissue were removed. Subsequent swabbing of the removed graft and tissue revealed proteus mirabilis as the suspected causative agent for the infection. It was stated by the nurse that there was no reason to suspect that filler was in any way responsible for the infection. It was noted that the pt's ankle had been operated on at least four times.